Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted after intervention procedure using a proglide device. Reportedly, a cuff miss with the knot unraveling when the plunger was retracted after a successful procedure. Hemostasis was attempted in a 7fr arteriotomy using a second proglide device. There were no reported adverse patient sequelae. There was a reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: only the suture was returned for evaluation, limiting the scope of the investigation. The returned suture indicated that the suture loop was broken during knot advancement and the probable cause was determined to be related to the operational context during use. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported mild calcification inside the artery could have contributed to the suture loop break. The proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in patient with femoral artery calcium which is fluoroscopically visible at access site. Based on the information reviewed, there is no indication of a product deficiency.